Event description:
During a lap prostatectomy procedure , there was an error code 5 with two devices. No further information is available. No patient consequence reported and procedure was finished with same like product.